Manufacturer narrative:
A lot history review (lhr) of rexe0770 showed four other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient with intestinal cancer, (B)(6) years old, was inserted PICC catheter under ultrasound guidance on (B)(6) 2014 with the puncture site on the basilic vein of the upper arm of the right elbow. The insertion is 40cm and the arm circumference is 26cm, and the insertion process was smooth. During the PICC infusion of the chemotherapy drug on (B)(6) the patient reportedly felt pains at the puncture site. By b ultrasound inspection, there was no local thrombus. The chemotherapy drug was suspected to outflow locally. When the PICC was being removed, the catheter body at 0.2 cm of the puncture site was found leaking. Soon removed partial catheter and cut the leaking section, but the residual parts were left inside the body.

Manufacturer narrative:
A lot history review (lhr) of rexe0770 showed (B)(4) other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per sample evaluation, the leak was found among adhesive residue, indicating the leak occurred external to the patient.